Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was difficult to maneuver each steerable catheter to its intended spot in the right atrium and right ventricle, respectively. Once the ventricular leadless pacemaker was being fixated, although its chevron jumped in the process it was successfully implanted. The atrial leadless pacemaker was also implanted. Next day, post-implant procedure a pericardial effusion was noted, and it was subsequently drained and tapped. The devices remained implanted, and the patient condition was stable.

Manufacturer narrative:
Correction to b5.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was difficult to maneuver each steerable catheter to its intended spot in the right atrium and right ventricle, respectively. Once the atrial leadless pacemaker was being fixated, although its chevron jumped in the process it was successfully implanted. The right ventricular leadless pacemaker was also implanted. Next day, post-implant procedure a pericardial effusion was noted, and it was subsequently drained and tapped. The devices remained implanted, and the patient condition was stable.